Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the bag was taken out from the cavity during a laparoscopic gall bladder removal, the bag tore. They used a new device to complete the case. There was no patient injury.